Event description:
Information received by medtronic indicated that the insulin pump had replace battery error alarm and battery failed alarm. Insulin pump had received low battery error prior to replace battery alarm. Insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with corrosion inside the battery tube, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history on the event date of (B)(6), 2021 found no unexpected low battery alert, replace battery alert or replace battery now alarm. Also found multiple failed batt test (58) and battery removed (84) in the pump history download on (B)(6) 2021 at 22:04:14, 22:04:21, 22:04:59, 22:05:18 and 22:05:36. However, pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed batt test alarm, low battery alert, replace battery alert or replace battery now alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, 40 pin flexible printed circuit/lcd and internal battery. In conclusion, failed batt test (58) and battery removed (84) due to corroded battery tube based on the pump history download. .